Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited rare undersensing on a non-sustained ventricular tachycardia episode, triggering false termination of the episode. Low r-waves were also noted. The lead remains in use. It was additionally reported that the patient had recently been diagnosed with multiple pulmonary emboli. The patient was discharged. After misunderstanding of and non-compliance with their prescribed anticoagulant regimen, the patient presented again with right-sided pleuritic chest pain and an episode of hemoptysis. A computed tomography angiogram (cta) scan was performed which demonstrated new patchy opacities in the right upper lobe and a left upper lobe wedge-shaped consolidation suggesting infarction. The patient was started on intravenous anticoagulant with other medication adjustments and was discharged after five days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1; b5; h6 patient codes (ime/annex e); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited rare undersensing on a non-sustained ventricular tachycardia episode, triggering false termination of the episode. Low r-waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.